Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. The probe had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed from the contact mark. The proximal side of the tissue pad was worn. The grasping section had a mark contacted with the probe. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
During a total laparoscopic hysterectomy, three devices were used. After about 15 minutes of use, the probes of two devices were broken off. Both fragments were retrieved. The intended procedure was completed with the third device. There was no patient injury reported. This is the second one of two reports.